Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not used her scs system in some time and her ipg has depleted. The pt does not have stimulation therapy. Surgical intervention may be undertaken to address the issue.